Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected interrupt source error alarm noted during testing. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm as well as motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period alarm. The customer's blood glucose level was 5.2 mmol/l. Customer stated that they were able to successfully clear the alarm and received request to rewind insulin pump. Customer stated that the able to complete insulin pump rewind. Customer also stated the they perform a self test and the test did not pass. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.